Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported event was not caused by a deficiency of the device as the expiry date was clearly legible on the label and the usage of the device does not lie in the responsibility of the manufacturer. The expiry date of the implanted device should have been noticed prior to surgery (refer to IFU (B)(4) in chapter sterilization/resterilization: ¿the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening¿). According to the original questionnaire the circulating nurse noticed it during the surgery. Thus, evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use and has to be classified as misuse. No non-conformity was identified.

Event description:
It was reported that during primary left hip surgery, it was realized that the gamma nail was expired.

Event description:
It was reported that during primary left hip surgery, it was realized that the gamma nail was expired.